Manufacturer narrative:
Upon receipt of additional information, it was determined this product is a duplicate and should not have been reported under this MFR number. This report should be voided and a corrected report has been filed under MFR number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI : (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as products have been retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total left knee revision last month, approximately 3.5 years after the initial tka, due to tibial loosening.